Manufacturer narrative:
Complaint confirmed, the drive feature broke off. Approximately 1/8 in broke off. The cannulation met specifications, but relevant external features could not be measured. The cause of the event is undetermined, however likely causes includes continually applying torque; shallow driver engagement depth and/or prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the head of the driver shaft broke about two turns into advancing a 5.0 compression screw. The surgeon both drilled and tapped with appropriate instrumentation. The procedure was completed successfully.